Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called after observing leaking at the luer connector and cartridge area while attempting to fill tubing during a supply change. The patient stated that all connections were secured but leaking was still noted when filling the tubing again. The luer connector lot number was 31999 and the cartridge lot number was 32059. The patient was advised to replace the luer connector and infusion set and was guided through another supply change, after which no leaking was observed. The patient was advised to monitor for any further issues. Blood glucose levels were not affected, and the current blood glucose level was reported to be 119 mg/dl. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.